Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that the ultra 2 meter does not power on. The patient was unable/unwilling to verify when the alleged issue with the meter began; however, mentioned that on (B)(6) 2010 at 4:00 pm he felt shaky. The patient did not seek any medical attention or contact their physician for assistance. This is not the first time the product is being used. The patient denied any misuse of the product and the meter did not power on by pressing the power button. The batteries needed to be replaced per the owner's booklet; however, the patient did not have replacement batteries. The patient was using the correct vial of test strips. The product was replaced. The complaint is being reported since the patient alleged that due to the power issue with their meter, he was unable to test and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.